Manufacturer narrative:
The device lot number was not provided, ship date or contact for incident.

Event description:
On 02 jan 2026 a notification from the FDA indicating that a medwatch report was issued on (B)(6) 2025 for millennium surgical item # 92-h0499 below is the information provided via the medwatch report (mw5180236). Patient was scheduled for cataract extraction with intraocular lens implantation of the left eye. During the phacoemulsification portion after inserting the chopper side and initiating cataract fragmentation, doctor noticed that the tip of the chopper broke off and remained inside the patient's eye. Upon confirming visualization of the broken tip, doctor successfully retrieved it from the eye. The procedure continued and was completed without any further complications.